Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip in (B)(6) 2011 and recently complained of pain. A bone scan showed that the cup was loose and it was revised. There was evidence of black staining in the head and around the neck of the implant.